Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked. Customer's blood glucose level was between 54-290 mg/dl. Reportedly, the customer was not removing air from cartridges which caused the cartridges to overfill. Tandem technical support assisted customer with successfully loading a new cartridge.